Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance high out of range, the device remains in service. No adverse patient effects were reported. Additional information was received; the configuration was changed to rv coil to can where impedance was measured at 122 ohms. The lead remains in service and impedance will be monitored.